Event description:
Customer reports tip placements checked by chest x-ray are inconsistent with readings provided by the vps rhythm. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), vps rhythm monitor s/n: (B)(6) with accessories was returned. A hugo service engineer performed the evaluation as documented in service report (B)(6) 20 jan 2022. A visual examination revealed all returned items were in acceptable condition and did not reveal any obvious defects or anomalies. It was reported "tip placements checked by cxr inconsistent with readings provided by vps rhythm". A function test was carried out which the monitor passed without any faults. The lemo, stereo, and remote cables were all manipulated but no faults occurred. The stylet and t-piece functioned as they should. The reported issue was not reproduced. No problem was found with the functionality of the returned monitor. A device history record review was performed and did not reveal any manufacturing or servicing related issues. The reported issue "tip placements checked by cxr inconsistent with readings provided by vps rhythm" was not confirmed by evaluation of returned vps rhythm monitor s/n: (B)(6) with accessories. A visual examination revealed all returned items were in acceptable condition and did not reveal any obvious defects or anomalies. During functional testing, the monitor passed without any faults. The lemo, stereo, and remote cables were all manipulated but no faults occurred. The stylet and t-piece functioned as they should. The reported issue was not reproduced. No problem was found with the functionality of the returned monitor. No further action will be taken. Corrected data:

Event description:
Customer reports tip placements checked by chest x-ray are inconsistent with readings provided by the vps rhythm. No patient harm reported.

Event description:
Customer reports tip placements checked by chest x-ray are inconsistent with readings provided by the vps rhythm. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section h.5. Corrected to "no".